Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s blood glucose was elevated to 200 mg/dl while out of infusion supplies to change the pump, and the caregiver administered a subcutaneous insulin pen dose; the event was not attributed to the ilet and there were no alerts or alarms. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.